Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had unknown mentor saline prostheses implanted in 1999 experienced irritable bowel syndrome, arthritis, brain fog, fatigue, esophageal dysphagia, tinnitus, hormonal issues leading to hysterectomy, insomnia, memory issues, headaches, low blood pressure, insulin resistance, depression, and, anxiety. As a result, an explant was performed in 2006. There is no information regarding an official diagnosis. No additional information has been made available at this time, if additional information is made available in the future, then a supplemental report will be submitted. See 1645337-2019-10824 for contralateral prosthesis report.